Event description:
Boston scientific received information that during a pre-operative check for a non-device related reason, high out of range left ventricular (lv) lead pacing impedance measurements were observed. Additionally, there was no capture. The high out of range measurements and loss of capture were observed in lv tip to lv ring. In lv ring to can, measurements were acceptable and programmed was changed to this configuration. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.